Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had experienced peritonitis coincident with peritoneal dialysis (pd) therapy. A day after the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient was treated with injection of vancomycin (2 milligrams (mg), intraperitoneal (ip), weekly once for two weeks) and injection of fortum (250mg, ip in each bag, three exchanges per day for 14 days). The patient was recovering from peritonitis. No additional information is available.